Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was bent. Scopes are also getting sent out for repair. They are not tracking which scopes are getting repaired and then bent, or if they are not getting sent out and getting bent. Nor are they tracking if they are the new scopes that they have ordered. The hospital did not report any patient effects.

Manufacturer narrative:
Added by (B)(6) ((B)(4)): this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was not reviewed because the serial number was not reported. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope was bent. Scopes are also getting sent out for repair. They are not tracking which scopes are getting repaired and then bent, or if they are not getting sent out and getting bent. Nor are they tracking if they are the new scopes that they have ordered. The hospital did not report any patient effects.